Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of (11-nov-04) and was not subject to UDI requirements.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Gas delivery engine, replaced but failing est persisted. Attempted multiple fixes. Planning to return to factory. Returned original gas delivery engine to device. Warehouse refused request to send in unit. Will be attempting repair with an alternative gas delivery engine and then diagnosing further if not the solution. Ordered gas delivery engine. Technician contacted the customer and customer states they are retiring unit and do not want to go farther with repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.

Event description:
It was reported to vyaire medical that low peak expiratory end pressure occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.